Manufacturer narrative:
Additional procedure was required this MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that sometime after placement of the rutner suprapubic balloon catheter, it began leaking at the connection between the catheter and inflation check valve. This device was removed and replaced with a renal pelvis balloon, but there were no further injuries aside from this additional procedure.